Event description:
During a tfn procedure, surgeon implanted the nail into the femur. As the helical blade was inserted through the nail, it stopped approximately 5cm into the bone. X-rays confirmed the locking mechanism of the nail for the helical blade was in the engaged position. The helical blade was removed and the locking mechanism was disengaged to the unlocked position. The helical blade was reinserted and the locking mechanism on the nail was re-engaged. The procedure was completed with no further problems and no harm to the patient. Procedure was extended for approximately 30-45 minutes. This is 1 of 1 report for event # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional common device code: hwc. A review of device history records for manufacturing revealed no complaint related issues. The part remains implanted and is unavailable for return. Therefore no further investigation is possible. Investigation could not be completed, no conclusion could be drawn as no device was returned.